Event description:
The user reported that after aspiration of the right coronary artery was completed the catheter could not be withdrawn. The catheter and wire were stuck together. The wire and catheter were damaged during the removal attempt. The physician was required to remove the wire, catheter, and guide catheter. The physician inserted a new guide wire, guide catheter, aspiration catheter, and completed the procedure w/o complication. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned was returned for eval. The device history record was reviewed and found no exception documents. Eval in progress. A f/u report will be submitted when the eval has been completed. Method: process eval.